Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received. According to the reporter, during scalp lipoma exeresis surgery, the electric scalpel pen had a technical defect (sparks), causing slight burn on scalp and some hair strands. The non-(B)(6) brand return electrode plate was located at the back of the left thigh. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).